Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of bdnf (brain derived neurotrophic factor) as part of a clinical study for patients with als. The hcp determined with a dye study that the catheter had broken and the pt underwent a catheter revision in 2000. A portion of the broken catheter remained within the patient's cerebrospinal fluid. The pt has no clinical sequelae.